Event description:
It was reported that a perforation occurred during use of a non-abbott laser atherectomy device. The graftmaster stent was advanced, but was unable to cross to treat the perforation. There was no significant delay in procedure and the perforation self sealed due to scar tissue from a previous valve replacement. The patient remained stable throughout the procedure and the outcome was good. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to advance can be affected by numerous factors including, but not limited to, patient anatomical morphology (tortuosity or calcification), product placement technique, product size selection, accessory device support, or interaction with accessory devices or previously deployed devices. During manufacturing, all stent delivery systems are 100% visually inspected for catheter and stent damage. Additionally, a sampling of units is destructively tested to verify product quality, including proper guide wire and guiding catheter movement. There was no reported catheter or crimped stent damage prior to use. It is possible that patient anatomical characteristics contributed to the reported failure to advance; however these characteristics were not reported. Although a conclusive cause for the reported failure to advance cannot be determined, it is not generally associated with a product quality deficiency. A review of the finished product device history record revealed no nonconforming material records associated with this report. In this case, although a conclusive cause cannot be determined for the reported complaint, there does not appear to be any indication of a product quality deficiency.